Event description:
I had disc replacement in 2005 and was told it was like my own disc. I would still have all my flexibility. At this point, it has failed and shifted. I have to have a fusion at 2 levels now in 2007. If I would have known then what I know now I would have done the fusion 2 years ago.